Manufacturer narrative:
Beckman field service engineer (fse) evaluated the dxc 800i pro clinical chemistry analyzer and observed the na reference reading drifted low. The fse replaced the carbon bridge and decontaminated the analyzer to resolve the issue. The fse performed calibration, ise assessment check and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low quality control and low patient results on ion selective electrode for sodium (na), potassium (k) and chloride (cl) involving their dxc 800i pro clinical chemistry analyzer. The low results were not reported out of the laboratory. The samples were repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer verbally provided an example of results for one patient.